Manufacturer narrative:
Date rec¿d by MFR : 03dec2019, date of report : 03dec2019. The manufacturer¿s international service technician could not confirm the reported noise issue. No parts were replaced to address the customer allegation. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. No parts were replaced to address the allegation as the allegation was unable to be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
Fraction of inspired o2 setting, a noise. There was no patient involvement.